Event description:
Boston scientific received information that this implantable defibrillator has a current monitoring voltage of 2.59 volts and charge time of 16.1 seconds. The customer noted an unexpected charge time. A longevity estimate was provided by boston scientific technical services based on voltage and charge time. This device is part of the shortened replacement window population but inclusion could not be verified. Currently this device remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.